Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating an unspecified lower scanned value while wearing the adc device compared a capillary test. As a result, on (B)(6) 2022, the customer "blacked out" and could not remember what happened and was brought to the hospital by ambulance where they received an injection of glucose by an hcp for treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. No further information was provided. There was no report of death or permanent injury associated with this event.